Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).

Event description:
It was reported that the patient's pump had inverted and the patient was able to rotate the pump in the pocket. On (B)(6) 2012, the pump was re-sutured. It was reported that the event was resolved without sequela. It was unclear when this event took place as the re-suturing reportedly took place in 2012, but it was reported that the event was resolved on (B)(6) 2009. The drug used in this system was unknown. No further information was available at the time of this report. A follow-up report will be made if additional information becomes a vailable.